Event description:
Information was received that a smiths medical cadd prizm vip pump was overfilled. No patient injury resulted.

Manufacturer narrative:
One cadd legacy prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of delivery accuracy was verified. The event log did not show the error. The expulsor will be trimmed by service to bring into in the specification of the device. Use testing was performed. The problem source is defective component of the expulsor.